Manufacturer narrative:
During testing at the user facility, it was noted that the device door roller pin was missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the device door roller pin was missing.